Manufacturer narrative:
It was reported that urine was not draining into the drainage bag and the patient was treated with antibiotics due to a urinary tract infection. It is unknown how long the catheter had been in place. The care of the catheter is unknown. The patency of the catheter was not reported. The drainage bag was not returned for evaluation. We have not determined what role the drainage bag played in the reported incident. A root cause has not been determined. However, due to the reported intervention and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that urine was not draining into the drainage bag and the patient was treated with antibiotics.